Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system was hospitalized following inappropriate therapy due to over-sensed noise. Troubleshooting was performed, and non-physiological noise was reproducible in both the alternate and secondary sensing vectors when manipulating the system. The primary vector showed appropriate sensing without any artifacts. Diagnostic imaging was performed, which confirmed that the system had dislodged from the implant location and was lower the originally positioned. Additionally, the electrode was observed to be fractured. Although the inappropriate shock was alleged to be the cause of the inappropriate shock, the physician elected to explant and replace the entire system, as the device battery had only 17% remaining longevity. No additional adverse patient effects were reported. The explanted s-ICD system is expected to be returned for analysis.